Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 20 mg/dl at time of the incident. The customer was found by their (B)(6) year old son. The customer was given glucose, food, and intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer has been experiencing low blood glucose levels since (B)(6) 2017 on a regular basis. The insulin pump will not be returned for analysis.